Manufacturer narrative:
Section h6 updated evaluation code result - remove c19 and add c13 conclusion code - remove d14 and add d02 and d15 conclusion code - remove g07001 and add g02014 h3 device evaluation summary: updated due to additional information medtronic conducted an investigation based upon all information received. It was reported that the 840 ventilator had a white upper screen and a spark was observed from the power plug of this unit. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the unit had a white screen and replaced liquid crystal display (lcd) screen. The sp could not confirm the reported issue of spark from the the power plug. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The investigation could not determine the cause of the reported issue on spark, but the cause of the white upper screen was isolated in the field to a fault in the lcd screen. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the 840 ventilator had a white upper screen and a spark was observed from the power plug of this unit. Medtronic service personnel (sp) was unable to duplicate the reported problem. The sp performed functional testing and the ventilator passed all tests and calibrations per manufacturer specifications at the time of service. The investigation found the device to function normally. The manufacturing records for each device were thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator had a white upper screen and a spark was observed from the power plug of this unit. The ventilator was not in use on a patient at the time of the reported event.